Event description:
Ous MDR - after an implantation time of about 85 months, oversensing with inappropriate shock deliveries was reported. The lead was exchanged but not returned to biotronik. No deterioration of the patient's state of health was reported.

Manufacturer narrative:
The lead was destroyed upon receipt of delivery. Both segments of the lead were returned for analysis. During the lead fragment analysis, the insulation at the heart valve level was found to be damaged. This damage is highly likely the cause of the clinical complaint. The damage observed showed that the lead had to have been under load for a longer period of time. The position and characteristics of the damage suggest that there was a significant mechanical load imposed on the lead. There is no x-ray imaging or other diagnostic imaging available that would provide information about the locational relationship of the implanted system in the body. Further fragment damage was likely due to the explantation procedure. There was no indication of a materials defect or a manufacturing defect.